Event description:
Procedure: skin closure. According to the reporter, during suture, the tip of the needle broke and remained in the skin of the patient. Additional information has been requested from the site.

Manufacturer narrative:
(B)(4).